Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump alerted for call service 078 multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows evidence of two cs078-0008 alarms on (B)(6) 2014. A rewind, load cartridge and prime sequence were successfully completed with no call service alarms being duplicated. Removed the pump cover; internal moisture observed on the components and on motor flex connector. Complaint was verified in the history but not duplicated during testing. The battery compartment is cracked near the case seal. Returned battery cap used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.